Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image is no longer displayed due to a malfunction of the cable unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer's reported no image issue was confirmed as the image is intermittent due to a faulty cable unit. Additionally, the image is off-centered due to a bent coupler. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the biomedical engineer at the user facility that the high definition autoclavable camera head reportedly had a "black screen, no image" during preparation for use. No patient injury or harm was reported. The device will be returned for service.